Manufacturer narrative:
(B)(4). (B)(4). The actual device involved in this event was returned for evaluation. The detached needle has a cross-sectional split. No suture defects were noted. The inspection of the device reveals that the needle or the suture end does not show excessive swage impression. The actual device was received in a condition which does not meet specification. Representative samples of the product were tested for knot pull tensile strength and the results obtained were in conformance with the requirements. No device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 221068-2010-00524 and medwatch 2210968-2010-00525. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an emergency illeus surgical procedure on (B)(6) 2010. The needle easily detached from the suture when the surgeon dispensed the needle-suture from the tray. The surgeon opened another device. There was no adverse consequence to the patient.